Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power issue. It was reported that when the battery was inserted, the pump makes start up sounds and vibrations but the display would go blank, losing power. No damage to the pump was alleged. This occurred even when a new battery was inserted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-jan-2020 with the following findings: during investigation, the pump was powered on with a vibrate pattern and the display screen was blank. The complaint of a power issue was unable to be adequately evaluated due to the unrelated blank display issue. Unrelated to the complaint, the pump was unable to boot to the verify screen or be downloaded due to a cracked electronically erasable programmable read-only memory (eeprom) component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.